Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical product: d224drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a twitching sensation in the device pocket. It was further reported that the lead exhibited low impedance and dropout of signal during an episode. The lead remains in use. No further patient complications have been reported as a result of this event.